Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found nonconformances related to the product lot. However, the individual affected devices were replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomalies are not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-18803. It was reported the pt experienced an infection at his occipital lead site. The pt was prescribed antibiotics. No culture were taken. Surgical intervention will be taken at a later date to address this issue.